Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014; manufacturing site evaluation: samples received: 47 unopened racepacks. Analysis and results: there are no previous complaints of this code/batch. There are no units in the OEM stock. Tested the needle attachment of the samples received and one of the samples does not fulfill the minimum, (B)(4). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). Complaint states: needle detachment.